Event description:
A tandem mobi cartridge alarm was reported, occurring during the pumping process. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The issue, which was resolved by reloading the same cartridge, occurred in june 2025, and the customer confirmed they resumed insulin therapy afterward.